Event description:
A physician reported the air did not come out well during solution/air displacement during a surgery. The product was replaced and the surgery was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One wet infusion cannula line was returned and visually inspected. No obvious defects were found. Using a 60 cc syringe to introduce air into the infusion cannula line, air came out the infusion cannula line in the fluid submerge leak test. No occlusion was found in the infusion cannula line. The root cause of the customer's complaint could not be established; the returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined that this sample met specifications. Based on current tracking, there are no adverse trends for this reported complaint. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received from the company representative who stated that air came out, the air was minute and those didn¿t combine as one so it was hard to observe the operative field, while normally air and air combine as one big air and available to observe the operative field.